Event description:
Flow rate of cardioplegia solution from glass bottle was impeded by spike adapter during cardiac surgery. Multiple adapters were used. The pt was in ventricular tachycardia, which was managed once an adapter allowed adequate rate of flow. The pt recovered from surgery without apparent sequelae.